Event description:
It was reported that a half day infusor leaked from its blue winged luer cap. The reporter stated that it was confirmed that the cap was tightened. This was identified after the device was filled with desferrioxamine (baxter-compounded solution), during inspection, and before patient use. There was no patient involvement. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured from march 3, 2014 to march 4, 2014. Evaluation summary: visual inspection of the returned device noted fluid inside the package that contained the unit. When the unit was removed from the package, the cause of the fluid inside the package was visually identified to be an untightened blue winged luer cap. A functional leak test was then performed. The device was filled with colored water, its blue winged luer cap was hand tightened, and then the unit was monitored until the next day for leakage. No signs of leak were observed at the blue winged luer cap during this test. The unit met product specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.